Event description:
Customer wanted to know how to stop delivery of insulin from the insulin pump. Customer's blood glucose was 27 mg/dl at the time of the call. He was treated by an IV from the paramedics. The customer also stated, the drive support cap was also sticking out. Customer's wife called back to report that her husband was hospitalized for low blood glucose. Date of admission was (b)(6 2014. The wife stated her husband has had low blood glucose for the past month. Customer's blood glucose at the time of admission was 21 mg/dl. The reason behind his blood glucose was that he did not eat on time. Troubleshooting did not find any malfunction with the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.